Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: medwatch report # (B)(4).

Event description:
User facility medwatch report # (B)(4) received that states "foot of perclose proglide suture-mediated closure system did not fully retract resulting in a tear in the femoral artery. Vascular consult done. Bleeding controlled and artery was repaired via cut down procedure. Possible technique deviation during deployment. Possible malfunction of the device. Possible anatomical variables. Package was not saved, it was thrown out prior to knowing that the device failed. What was the original intended procedure?: provide hemostasis post procedure." No additional information was provided at this time.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined to be due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties, patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.